Event description:
It was reported that the mental wire was broken. A 190 cm filter wire ez was selected for use in the carotid artery. The metal wire was broken when unpacking. The procedure was completed using another of the same device. No patient complications were reported. The patient was stable post procedure.

Event description:
It was reported that the mental wire was broken. A 190 cm filter wire ez was selected for use in the carotid artery. The metal wire was broken when unpacking. The procedure was completed using another of the same device. No patient complications were reported. The patient was stable post procedure. Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device revealed that the wire was found with the filter bag detached. Additionally, the spring tip is damaged (curvy and bent). Dimensional inspection of the device revealed that the outer diameter (od) of the proximal section, middle section and distal section of the device were within specification.